Manufacturer narrative:
The previous report stated the lot number as unknown. The lot number has been received and updated to reflect the lot number (3718). Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition that the unit is able to run in safe mode was not confirmed. An assessment was performed and it was found that the available data did not support the complainant¿s description as the electric pen drive was continuously running in fwd (forward) position with the test hand switch. Therefore, an assignable root cause was not determined. However, during repair it was observed the electric motor/control unit assembly had an unknown substance on it and the positioning ring was corroded. The assignable root cause of this condition was determined to be from component wear/ age. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the electric pen drive device was running in safe mode. It was reported that the issue did not cause any delay in the surgical procedure and the same device was used to complete the surgery successfully. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.